Event description:
After prepping the patient for a midline insertion, after locating appropriate vein with the us, after removing cap from needle to be used for infiltration of lidocaine for local anesthetic, prior to infiltration it was noted that the needle was bent in the shape of an s. A staff member transferred another 25g 1.5¿ needle to the sterile field to use for infiltration. The kit ref #st018081d, lot recs1235, exp. 08/31/2019.